Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2024-15685. Please reference file mrn 3012307300-2025-02901 for all details pertinent to this event.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a motor not running properly-it tries to run but no fluid runs. The event occurred during setup, there was no patient involvement.